Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) patient underwent access of a femoral artery on (B)(6) 2013. During removal of the catheter, resistance was met and the hub detached. Hemostats were used to expand the skin, grab a hold of the device and pull out. No harm was done to the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.